Event description:
New information notes that a noise issue was observed on 08 jul 2021. No intervention was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely on (B)(6) 2021 with a non-sustained oversensing episode which was believed to be caused by noise on their right ventricular lead. No intervention was reported. There were no patient consequences.